Event description:
A customer had a problem with the 18x1 1/2 needle. The customer reports "the nurse was withdrawing blood from a placenta when the placenta slipped and the needle poked and nurses hand. The nurse received a tetanus shot."